Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Fundus hemorrhage [retinal haemorrhage]. Piston rod of the novopen could not come out [device occlusion]. 1/4 medication couldn't be pushed out [device delivery system issue]. Hypoglycemia [hypoglycaemia]. Case description: this serious spontaneous case from china was reported by a consumer as "fundus hemorrhage(fundal hemorrhage)" with an unspecified onset date, "piston rod of the novopen could not come out(device occlusion)" with an unspecified onset date, "1/4 medication couldn't be pushed out(device delivery system issue)" with an unspecified onset date, "hypoglycemia(hypoglycemia)" with an unspecified onset date, and concerned a 76 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", patient's height: 178 cm. Patient's weight: 70 kg. Patient's bmi: 22.09317010. Dosage regimens: novopen 5: current condition: type 2 diabetes mellitus(diagnosed about 20 years ago). On an unknown date patient reported that piston rod of the novopen 5 could not come out, 1/4 medication couldn't be pushed out subsequently patient experienced fundus hemorrhage and hypoglycemia. The patient's relative was not sure what type of cartridge was used and didn't know about the situation of the pen. Batch numbers: novopen 5: mvg8t53. Action taken to novopen 5 was not reported. The outcome for the event "fundus hemorrhage(fundal hemorrhage)" was not reported. The outcome for the event "piston rod of the novopen could not come out(device occlusion)" was not reported. The outcome for the event "1/4 medication couldn't be pushed out(device delivery system issue)" was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was not reported. Preliminary manufacturer's comment: (B)(6) 2024: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Investigations ongoing. No conclusion reached. Elderly age of the patient and long standing type 2 diabetes mellitus are significant confounding factors for the development of retinal hemorrhage. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Investigation result: name: novopen® 5, batch number: mvg8t53. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing. The results were found to comply with specifications. All mechanical functions were found to be normal. Confirmed: the piston rod will only move correctly when a cartridge is mounted in the pen. If only the cartridge holder without a cartridge mounted the locking function of the piston is not activated and the piston rod can move freely. During examination of the product, no irregularities related to the complaint were detected. Since last submission following has been updated inv results were updated. Annex b, c, d, g codes were updated. Narrative was updated accordingly. Final manufacturer's comment: on 06-may-2024: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Upon preliminary examination, device was found to be working as intended. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 5 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event. Elderly age of the patient and long-standing type 2 diabetes mellitus are significant confounding factors for the development of retinal hemorrhage. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary: name: novopen® 5, batch number: mvg8t53. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing. The results were found to comply with specifications. All mechanical functions were found to be normal. Confirmed: the piston rod will only move correctly when a cartridge is mounted in the pen. If only the cartridge holder without a cartridge mounted the locking function of the piston is not activated and the piston rod can move freely. During examination of the product, no irregularities related to the complaint were detected.